Event description:
It was reported that both right atrial and left ventricular pacing leads had dislodged. It was further reported that the patient complained of thumping in the abdomen, and abdomen pacing could be seen. It was also reported that there was no atrial capture and the left ventricular lead was capturing the atrium. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that both right atrial and left ventricular pacing leads had dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. The full lead was returned and analyzed. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. (B)(4): no anomalies found, however outer insulation cosmetic depression, outer insulation breached cut, apparent explant damage noted, and blood noted on helix mechanism and proximal conductor (not obstructed); full lead returned and analyzed.